Manufacturer narrative:
Event was reported by patients mother directly to coopervision. This is being reported as a confirmed corneal ulcer. No lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the patient complains of. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Patient was dispensed avaira sphere (enfilcon a) contact lenses (B)(6) 2011. On (B)(6) 2011 patient woke with red eye and went to eye car practitioner. Patient was diagnosed with small central ulcer/infiltrates in the right eye. Patient was treated with vigamox and lotemax, patient temporarily discontinued lens wear from (B)(6) 2011. A week later patient had returned to practitioner or follow up and the ulcer had resolved, there was no reduction in visual acuity. Patient was using cleaning solution complete. The practitioner believes the cause was over-wear.